Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that ophthalmic system presented with different sound and vibration with low effectiveness in both ports. Procedure details and patient harm was not reported. Additional information has been requested.

Manufacturer narrative:
Corrected information provided in sections b.2 and h.11. Upon further review, it was confirmed that the reported event was associated with the pneumatics module, for which system messages displayed on the console. The issue was resolved following replacement of the valve within the pneumatics module. No patient injury or harm was reported in relation to this event. The pneumatics related issue is not considered a reportable malfunction, as no serious injury occurred, and recurrence is not reasonably expected to result in serious injury. System messages are an intended feature of the system, designed to communicate operational information, identify unanticipated conditions, and support safe system operation. Based on the available information, the resolution of the identified issue, and the lack of evidence suggesting a malfunction likely to result in serious injury if it were to recur, the complaint does not meet the criteria for regulatory reporting. Therefore, no further regulatory reports have been submitted under manufacturer reference number: 2028159 2025 01275. The manufacturer internal reference number is: (B)(4).